Manufacturer narrative:
Date of event estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she had surgery this past (B)(6). She felt like the device in her back was much closer to the surface. She felt like it migrated up a little bit. The device was protruding out a little bit. She had not had any significant weight loss or weight gain (a pound or 2 here and there). Patient stated there was no any pain or discomfort. She discovered it when she was showering. She left like it was right next to the skin. It was not bothering her or anything. Patient stated her husband is a doctor and said it should be fine. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.